Manufacturer narrative:
This device was received for analysis. The investigation is currently in progress. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of approximately 5 years in the estimated battery longevity was observed between follow-up visits via latitude (remote monitoring system). Technical services reviewed device data and confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. The investigation is currently in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of approximately 5 years in the estimated battery longevity was observed between follow-up visits via latitude (remote monitoring system). Technical services reviewed device data and confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. Additional information: new information was provided from the field that this device was explanted and replaced with no further complications. It was noted that the patient was sent home a few hours after the surgical procedure. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of approximately 5 years in the estimated battery longevity was observed between follow-up visits via latitude (remote monitoring system). Technical services reviewed device data and confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.